Event description:
A customer reported an issue involving a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the customer through the process, after which the pump no longer displayed the cgm error code. The caller was able to start their sensor session successfully.